Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. A field service engineer visited the site. He performed differential optimization of the system and verified instrument performance. The raw data from the test results were analyzed. The data indicated an abdominal pattern due to the blast cells; however, it was not significant enough for the algorithm in the instrument's software to generate a flag for the presence of blast cells. The root cause was that the software algorithm was not sensitive enough to flag for blast cells in the initial run of the patient's sample.

Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one patient sample. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the laboratory. A manual differential was subsequently performed on the sample and 68% blast cells were observed. The customer believed the manual results to be correct. The sample was retested on the lh780 analyzer and on the second run there was an instrument-generated flag for monocyte blasts. There were no reported changes to patient treatment associated with this event.